Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic gastric bypass procedure. The ultrasonic dissection device was being removed from the trocar when a piece fell out of the trocar. The piece may have been an internal valve of seal. The piece fell into the cavity of the patient and was retrieved. There was no patient harm. The patient status is alive, no injury.